Event description:
The customer reported the generation of an erroneously low magnesium (mg) patient result on their dxc 700 au chemistry analyzer. The erroneous patient result was reported out of laboratory and was later amended. The customer stated patient treatment was changed due to the false results. The patient was given intravenous (IV) magnesium fluid. The customer confirmed no harm to patient due to the event. No further details were provided. The customer did not provide patient demographics. Data was provided for the one (1) patient sample.

Manufacturer narrative:
Beckman coulter complaint handling unit (chu) contacted the customer and reviewed the event information involving the dxc 700 au chemistry analyzer. The customer repeated the patient samples with results considered correct. The customer confirmed that the IV mg fluid was stopped once the corrected results were released. The customer confirmed that they manually validated the patient result and it was human error. The cause of the issue is attributed to use error. No further issues were observed and customer is satisfied. The beckman coulter internal identifier is (B)(4).